Manufacturer narrative:
During the inspection, it was confirmed that the outer tube had dents, the inner lens was damaged, and the image was not clear. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from service and repair via a manufacturing representative regarding a patient with lower back pain and herniated disc for med spinal therapy at l4/5. It was reported that the image was blurred. The product came in contact with the patient. There was no further information reported.